Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso seal on the bottom of the device was damaged. The device displayed a cassette error whenever the latch was closed. The event occurred during testing.

Manufacturer narrative:
D4, h4: correction. H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged/degraded. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The cause was identified to be the damaged dso seal. The dso seal was replaced to address this issue.